Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The failure was caused by a known issue referred to as apphang b1. Investigations performed by imt proved that this failure can be reproduced in the lab and the user can't start the ventilation as the unit is in stand by mode. This failure classified as "permanent apphang while device in standby mode". As a resolution, the bug fix improvements will be implemented on next sw release.

Event description:
It was reported to vyaire medical: the customer's biomed technician emailed vyaire technical support, stating "this past weekend I had an issue with a bellavista. The vent gave a message that said, 'bellavista detected a user interface issue'". No patient involvement.

Manufacturer narrative:
D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other: the customer emailed vyaire's technical support team for troubleshooting the issue with their bellavista ventilator. The log file analysis tool was utilized and after reviewing the logs, no error log was found and one instance of cfb (cold fire board) log. The customer did not have the error message return after powering the ventilator back on. A replacement main board will be shipped to the customer as a precaution.